Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station hardware was failed. The field service engineer (fse) dialed into station through remote support service (rss) and found no hardware failures. Then the customer confirmed that the case can be closed and no further investigation required. The system functioned as intended when the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failure occurred, and recovery was unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.